Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was returned for failure analysis but the reported failure (m-03 error) could not be reproduced. But the unit gave a c-33 error on start-up.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported repeated m-11 error with monopolar energy activation and no monopolar energy was delivered. The customer tried restarting the integrated electrosurgical unit erbe (erbe) generator, swapped to another port. The tse found error c-53, m-11, c-30, m-18 were reported in the logs for erbe failure. The tse suggested customer to external cautery device and customer confirmed they do not have compatible issue. The customer was completing the surgery with same erbe with bipolar energy and monopolar coagulation. The monopolar cut was not working. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the issue. The system was verified and ready to use. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.